Event description:
Respiratory therapist was filling the humidification chamber on the ventilator, using a sterile water bag with microdrip piggyback tubing connected into the chamber. The tubing was left unclamped. Subsequently, the chamber and the connected tubing filled with water and backed up into the pt's tracheostomy. The pt became cyanotic and bradycardic. Immediate interventions were taken. The pt responded without adverse effect or serious injury.